Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date of event is unknown. The date entered in section b3 is based on the customer's report of "(B)(6) 2026". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan result on the adc device that was lower than they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced described as dizziness, "couldn't stand on my feet anymore" and was unable to self-treat. The customer was treated with insulin infusion (unspecified type/dose) by a healthcare professional for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.